Manufacturer narrative:
(B)(4). Concomitant products: ref 110010245 lot 64866560 shell; ref 00-7850-013-00 lot 63992895 femoral stem. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03251.

Event description:
It was reported the patient underwent initial left hip hemiarthroplasty. The patient was converted to a total hip arthroplasty approximately 3 years later. The patient underwent head and liner exchange approximately 6 months later to recurrent dislocations. The patient was revised again approximately 3 weeks later due to recurrent dislocations and psoas tendon rupture. The head and liner were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues recurrent dislocation, head/liner exchange, ruptured psoas tendon, stem/shell well fixed, hemarthrosis evacuated, a small metallic fragment noted, no complications. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The hematoma is not device-related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.